Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eye glasses and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a hole in the lower sheath restrictor tubing. The fse replaced the lower sheath restrictor tubing and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was a hole in the lower sheath restrictor tubing. (B)(4).